Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not have any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device did not have any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. The customer rejected unrelated repairs, and the device was returned to the customer without repair. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not have any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section e1, initial reporter postal code, of the initial medwatch report was blank. Section e1, initial reporter postal code, of the initial medwatch report should indicate: ol9 9ht